Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed, 6x10mm target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). It was noted that a liberte bare stent had previously been implanted in the rca and the physician attempted to treat the area distal to the previously implanted stent. The lesion was predilated with a 3.0x12mm apex balloon and then a 4.00x12mm liberte bare stent was advanced to the rca; however, the device was unable to cross the proximal portion of the lesion. During attempts to cross the lesion, it was noted that the guide catheter lost position and the stent dislodged from the stent delivery system (sds) in the distal part of the guide catheter. The dislodged stent was successfully snared from the patient and a 4.0x12mm non bsc stent was implanted. The procedure was completed with no patient complications reported and the patient's condition is good.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 90% stenosed, 6x10mm target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). It was noted that a liberte bare stent had previously been implanted in the rca and the physician attempted to treat the area distal to the previously implanted stent. The lesion was predilated with a 3.0x12mm apex balloon and then a 4.00x12mm liberte bare stent was advanced to the rca; however, the device was unable to cross the proximal portion of the lesion. During attempts to cross the lesion it was noted that the guide catheter lost position and the stent dislodged from the stent delivery system (sds) in the distal part of the guide catheter. The dislodged stent was successfully snared from the patient and a 4.0x12mm non bsc stent was implanted. The procedure was completed with no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent detached from the delivery balloon and stored in a plastic vial. An examination of the delivery balloon found a clear impression of where the stent had been crimped. The balloon did not appear to have been subjected to any positive pressure. An examination of the stent found that the stent did not appear to have been deployed. The stent was slightly stretched. This stretching that was evident in the stent, most likely occurred as the stent was being withdrawn by the snare. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)